Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother was reported via phone call that, the customer had low blood glucose of below 50 mg/dl and high blood glucose of 388 mg/dl. Mother stated that her son will eat 4 bowls of cereal, and not count the carbs correctly resulting in high blood glucose, and stated that her son had a low blood glucose yesterday below 50 mg/dl, and he took some insulin for that and not count correctly for carbs that he ate. Customer ate 4 bowls of cereal, and not count the carbs correctly resulting in high blood glucose, and caller states that her son had a low blood glucose yesterday below 50, and he took some insulin for that, but obvious did not count correctly for carbs that he ate. Customer will call back to run through the protocol for troubleshooting for the high and low blood glucose. The blood glucose increased to 300 mg/dl and target was 100 mg/dl, and sensitivity setting at 50 mg/dl. Customer corrected high blood glucose with a bolus of unknown amounts and the low blood glucose was treated with food. The insulin pump will not be returned for analysis.